Event description:
It has been reported to philips that the footswitch and fluoroscopy was not functioning. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was not functioning due to the damaged footswitch cable. Fse replaced the wired footswitch and after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.